Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator initially failed to open. The station was placed into critical override, and medications were removed manually. After doing so, multiple medications became grayed out in the system and displayed as item out of stock. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had software failure. A technical support specialist remoted into the station and verified the issue; identified that the medid ncpatientspeci, which is a non controlled item loaded in the fridge, was showing as stocked out. Verified the medid configuration and confirmed the security group is set to non med and the override group to ref patient specific. Reviewed the users permissions and confirmed the user have appropriate access. Checked manage inventory and found the count at 0; after running the all events report, identified that someone had performed an inventory adjustment and set the count to zero. The tss informed the customer that pharmacy needed to reload the medication. The customer reloaded the medication and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.